Event description:
According to the reporter: the surgeon fired the device and reload across the hepatic vein. Once the stapler was fired, the surgeon was unable to open the jaws of the instrument which remained clamped around tissue. The black retraction knobs pulled back but the jaws remained closed. The handle detached from the reload and an attempt was made to connect the new handle to the reload in order to engage mechanism to open jaws. This was unsuccessful. The surgeon commented that instrument was cycled prior to firing. The reload was cut away from tissue and tissue was repaired. Operative time was extended approximately one hour.

Manufacturer narrative:
(B)(4).